Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). Evaluation of the returned sample shows stray chemistry around two cell packs. The chemistry fell onto the carrier web during manufacturing. This chemistry is not dosed with brine solution so it will not heat up, this does not pose a risk to the consumer. The stray chemistry is contained inside the wrap. Per spec-23451, effective date: 28nov2016 the stray chemistry present on the returned wrap would be graded as a "pass". Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Complaint confirmed?: no.

Event description:
Event verbatim [preferred term] one heat wrap of a 2ct pack had damaged heat cells where the content leaked/did not warm up [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist regarding thermacare heatwrap (thermacare lower back & hip), lot number s23830, expiration date apr2020. The pharmacist reported there was one heat wrap of a 2ct pack had damaged heat cells where the content leaked/did not warm up. Action taken and outcome was not provided. The product quality group reported that: the root cause category is non assignable (complaint not confirmed). Evaluation of the returned sample shows stray chemistry around two cell packs. The chemistry fell onto the carrier web during manufacturing. This chemistry is not dosed with brine solution so it will not heat up, this does not pose a risk to the consumer. The stray chemistry is contained inside the wrap. Per spec-23451, effective date: 28nov2016 the stray chemistry present on the returned wrap would be graded as a 'pass'. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. 'Complaint confirmed?: no amendment: this follow-up report is being submitted to amend previously reported information: to amend the narrative (no patient was reported). Follow-up (29jan2020): this follow-up is being submitted to notify that the investigation is closed; no further results are expected., comment: the complaint of "one heat wrap of a 2ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No further investigations or actions is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). Evaluation of the returned sample shows stray chemistry around two cell packs. The chemistry fell onto the carrier web during manufacturing. This chemistry is not dosed with brine solution so it will not heat up, this does not pose a risk to the consumer. The stray chemistry is contained inside the wrap. Per spec-23451, effective date: 28nov2016 the stray chemistry present on the returned wrap would be graded as a "pass". Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Complaint confirmed?: no.

Event description:
Event verbatim [preferred term] one heat wrap of a 2ct pack had damaged heat cells where the content leaked/did not warm up [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist regarding thermacare heatwrap (thermacare lower back & hip), lot number s23830, expiration date apr2020. The pharmacist reported there was one heat wrap of a 2ct pack had damaged heat cells where the content leaked/did not warm up. Action taken and outcome was not provided. The product quality group reported that: the root cause category is non assignable (complaint not confirmed). Evaluation of the returned sample shows stray chemistry around two cell packs. The chemistry fell onto the carrier web during manufacturing. This chemistry is not dosed with brine solution so it will not heat up, this does not pose a risk to the consumer. The stray chemistry is contained inside the wrap. Per spec-23451, effective date: 28nov2016 the stray chemistry present on the returned wrap would be graded as a 'pass'. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. 'Complaint confirmed?: no. Amendment: this follow-up report is being submitted to amend previously reported information: to amend the narrative (no patient was reported). Company clinical evaluation comment: the event "one heat wrap of a 2ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "one heat wrap of a 2ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). Evaluation of the returned sample shows stray chemistry around two cell packs. The chemistry fell onto the carrier web during manufacturing. This chemistry is not dosed with brine solution so it will not heat up, this does not pose a risk to the consumer. The stray chemistry is contained inside the wrap. Per (B)(4), effective date: 28nov2016 the stray chemistry present on the returned wrap would be graded as a "pass". Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Complaint confirmed?: no.

Event description:
Event verbatim [preferred term] one heat wrap of a 2ct pack had damaged heat cells where the content leaked/did not warm up [device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) , device lot number s23830 , expiration date apr2020 , via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced one heat wrap of a 2ct pack had damaged heat cells where the content leaked/did not warm up. The action taken with thermacare heatwrap and the outcome of the event was unknown. The product quality group reported that: the root cause category is non assignable (complaint not confirmed). Evaluation of the returned sample shows stray chemistry around two cell packs. The chemistry fell onto the carrier web during manufacturing. This chemistry is not dosed with brine solution so it will not heat up, this does not pose a ristok the consumer. The stray chemistry is contained inside the wrap. Per (B)(4), effective date: 28nov2016 the stray chemistry present on the returned wrap would be graded as a 'pass'. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. 'Complaint confirmed?: no' company clinical evaluation comment the event "one heat wrap of a 2ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "one heat wrap of a 2ct pack had damaged heat cells where the content leaked" (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.